Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose over 250 mg/dl with abdominal pain/vomiting and nausea. During troubleshooting, customer support found that the battery cap was loose. The cap had been replaced 4-6 months ago. The battery cap will be replaced. The patient continues on pump therapy. This complaint is being reported because the loose battery cap was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The battery cap has not been returned to animas. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.